Event description:
A consumer reported that he used fixodent original and fixodent control denture adhesives to "hold his upper plate" following a dental extraction. The consumer reported experiencing hives, red places, itching, swelling of the throat, face and hands. The consumer sought medical treatment from the emergency department physician on two seperate occasions and from his primary care physician. Treatment included unspecified intravenous and unspecified "pills" in the emergency department. The morning of 2005 the consumer had his spouse look at places on his hip and spouse said the symptoms might be "it". The consumer revealed that he was not 100% sure that the fixodent was causing his symptoms. The consumer had discontinued routine medications and even foods. The physician told him if his medication was causing the symptoms it would take a couple or three weeks for the medicine to leave his system. The consumer was still experiencing some symptoms with continued treatment. The physician changed his blood pressure medication to other pills twice and "that kind of stuff" and when the symptoms did not resolve in a couple of weeks, the physician suggested eliminating foods from his diet. The consumer stated that he had not been eating foods that he did not normally eat and the only thing different that he could think of was his use of fixodent. He mentioned that he had never been allergic to anything (except maybe sulfa) ans was surprised that his physician told him that he could use something for awhile and then suddenly be allergic to it. His physician told him that if his medication was causing the symptoms, it could take a couple or three weeks for the medication to leave his system. No further information was provided.